Manufacturer narrative:
Investigation date: 04/06/2016. An investigation was performed by the technical center for the reported condition of; the customer reports that the unit failed the occlusion test. To date, the technical center has not received the unit back for evaluation. Without the sample, a detailed investigation could not be performed and the reported condition cannot be performed. Product kangaroo epump was manufactured in 2013. A review of the device history record indicates all parameters and acceptance criteria were within specified limits when released.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer reports that the unit failed the occlusion test.